Event description:
Dealer called stating, "there was a heat smell." Also, that after 1 hour the alarm went off. He also stated that the reset button popped out and would not go back in, but later it did eventually go back in. He reiterated that the unit was very hot.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ioh200pv65p, serial number/date code (B)(4) is approximately 2 years 5 months old. The owner's manual part number 1100873 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.